Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "high fever", "held my head down my left breast would swell up", and exchange of a textured device due to concern with the product. Healthcare professional additionally reported left side capsular contracture, baker grade unknown and exchange of textured device due to patient's concerns with the product. Device has been explanted.

Event description:
Patient reported "high fever", "held my head down my left breast would swell up", and exchange of a textured device due to concern with the product. Healthcare professional additionally reported left side capsular contracture, baker grade unknown and exchange of textured device due to patient's concerns with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, "high fever", "held my head down, my left breast would swell up". And exchange of a textured device, due to concern with the product. Healthcare professional additionally reported, left side capsular contracture, baker grade unknown. And exchange of textured device, due to patient's concerns with the product. Device has been explanted.